Event description:
It was reported that during sterile processing, it was observed that the small battery drive device would not run. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to internal motor or electronic control unit failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.